Manufacturer narrative:
Log file analysis review date: 03/03/2016; log dates through (B)(6) 2016: normal power consumption. Additional notes: 1 high watt alarm was logged on (B)(6) 2016 at 13:14:52. The high watt alarm limit is currently set to 6.5 w. 3 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 12:41:38, (B)(6) 2016 at 13:18:17, and (B)(6) 2016 at 20:34:10. 3 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 20:30:07, (B)(6) 2016 at 20:30:38, (B)(6) 2016 at 20:31:28 the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated that the patient on (B)(6) 2016, tried replacing the controller due to a vad stop alarm, while he was sitting on his couch, but lost consciousness and spouse continued controller replacement and the pump re-started. It was said that the patient was transported to the hospital for checkup. The controller was replaced by a new one and all batteries and ac-adapters were replaced due to fsca. It was stated that the manufacturer representatives checked the connections when the controller was exchanged on (B)(6) 2016 at 12:42 due to the update and was given a new controller with smr software pre-installed at the factory, not a field upgrade. Patient was discharged home on (B)(6) 2016. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
A controller was returned for evaluation. The driveline was not returned as it remains implanted. Various analyses were performed to evaluate the associated device in relation to the reported event. Review of the driveline's manufacturing records confirmed that the device met specifications prior to release. Review of the log files revealed 3 vad stopped alarms most likely as a result of the controller being powered up without the driveline connected. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad stopped alarms can be attributed to an intermittent driveline connection. Additional system component being reported for this event: controller: (B)(4) - expiration date: 11-30-20216. Manufacturing date:-11-01-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.